Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012268511); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the fluoroscopic valve check, no misload was observed. During the first implant attempt, an infold was detected and the system was retrieved from the patient and a new system was used. The new valve was implanted uneventfully.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory loaded in the delivery catheter system (dcs), visual analysis showed the valve was discolored with evidence of blood contact. The valve was received in a crimped state with the inflow displaying a reniform appearance. As received, all leaflets were in a partially open position with a large gap between the free margins; leaflets were unable to close possibly associated with the tissue¿s dried state. All leaflets appeared severely dehydrated and stiff with adherent dried dark-red blood observed on the inflow and outflow. Creases and imprints were noted on the leaflets and outer wrap. All commissures were dry; appeared intact. All sutures were intact; no damage was observed. There was no evidence of bends or kinks to the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the inflow reniform appearance resolving; however, the valve appeared to retain a compressed state. The retained compressed state may possibly be associated with the valve remaining in the loaded state, inside the dcs, for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated: d4, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.